Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field event of unacceptable threshold was not confirmed. Analysis was normal. No anomaly was found. The blood in pacing coil might have entered through distal end of lead.

Event description:
It was reported that at implant the lead exhibited high thresholds and was filled with bodily fluid. The lead was removed and replaced.